Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg has not worked for about six months and the ipg is inoperable. As a result, surgical intervention may occur to address the issue.